Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent low anterior resection for rectal cancer. The surgeon used a stapler to create an anastomosis, during which the stapler misfired repeatedly. Following the procedure, the patient developed a fever and computerized tomography showed the patient possibly developing a small bowel ileus. It was later discovered the patient showed an anastomotic leak and the surgeon attempted a transanal repair of the anastomotic leak. The patient was hospitalized for an extended period of time.